Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was having issues with the insulin pump. Customer was attempting to calibrate and the device wouldn't accept the calibration three days ago. Then it said the device was blocked five times and after the six set the device gave insulin and said it didn't have any and her blood glucose had lowered to 20 mg/dl. Customer was unable to finish troubleshooting on the insulin pump so the cause of the flow block was. Customer declined troubleshooting for the low blood glucose as she and needed assistance with the calibration errors and new the cause of the low. Stated the low was caused by the infusion set as it wasn't working. Customer is not returning the insulin pump for analysis.